Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited sudden loss of capture (loc) during a device replacement procedure resulting in two seconds of asystole. Imaging did not identify any evidence of lead damage. The lead was connected to the new device and remains implanted however does not have capture. The patient was evaluated two weeks later and reports feeling fine. There was no evidence of decompensation, edema, or fatigue. Boston scientific technical services (ts) recommended a lead revision procedure. The physician elected not to surgically intervene. The patent is tolerating right ventricular (rv) only therapy well. The patient will be monitored and the lv lead remains implanted.